Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that before surgery on an unknown date the dermatome had an intermittent problem of not starting. There was a noise similar to an air leak coming from the hose area and the dermatome would not power up. The hose was replaced, however, the dermatome still would not power on. There has been no report of harm or delay as there was no patient involvement. Diligence is in process. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 review of the most recent repair record determined the motor speeds were erratic. The motor, sleeve, and reciprocating arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.